Event description:
It was reported that during an appendectomy procedure, the jaws of the device would not open once inside the patient. It is unknown if it was locked on tissue or how it was removed. Per the customer, a new device was used to complete the procedure. No adverse patient consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.